Event description:
Reporter alleged obtaining the results of 247 mg/dl and 105 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Indusaport implanted (B) (6) never accessed. On (B) (6), patient had inserted indusaport and removed at another hospital. Culture of blood drawn from indusaport x2, positive for pantoea agglomerans. Patient had fever and pain at insertion site. Indusaport inserted at our facility on (B) (6) 2010. On (B) (6) 2010 received notification from infusion preventionist at another hospital informing me, patient had presented at his hospital with an indusaport infection. Informed me of culture reports of treatment done for patient. Indusaport had not been accessed after insertion and/or prior to preventing to hospital with infection.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.